Event description:
Caller reported a malfunction on pump identified by a malfunction code that repeated after reset attempts. There was no adverse impact to customer's blood glucose level. Technical support assisted by providing pump reset information, instructing the use of the mobile app to upload logs for investigation, and arranging the shipment of a replacement pump. The caller was guided on returning the problematic pump and setting up the replacement, including programming settings and connecting to cgm. Customer understood instructions and chose multiple daily injections as backup insulin therapy.